Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a faulty distribution panel board. In addition, a burnt mark found on the light-emitting diode (led) harness/led connector, dust inside the unit, rusty cable, low quality of the narrow band imaging image due to a faulty cm board, pinched pump tube/coil, tank socket dirt, and corrosion on rear panel were observed. Lastly, scratches and dents were found on multiple components. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the video system center lamp is blinking. However; the image was present. The event occurred during procedure. During a standard service inspection of the customer returned device, a burnt mark was found on the light-emitting diode (led) harness and the led connector. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information and clarification based on the legal manufacturer's final investigation. Please see correction to h6 and h10. Based on the results of the legal manufactures investigation, it¿s likely the burn mark occurred in the led harness due to stress caused by long-term use. The root cause of this event was unable to be identified. Additionally, the device evaluation confirmed that there was an image light that was flashing due to a faulty patient circuit (dp) board. However, this defect is not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been nearly 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon was determined to have been caused by a patient circuit (dp) board failure, and that the lamp likely cannot be controlled as normal, resulting to light flashing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.